Manufacturer narrative:
Batch review performed on 9 decemebr 2024. Lot 1900082d: (B)(4) items manufactured and released on 14-aug-2024. Expiration date: 28-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation. A few days after primary cementless tha, the patient suffers a periprosthetic fracture on their femur, though reportedly no significant traumatic event occurred. Periprosthetic fractures are a rather common adverse event following tha; when they occur such a short time after the index surgery, it is conceivable that the preparation of the bone may have weakened it and therefore during rehabilitation the patient is more subject to fractures. There is no reason to suspect a defective or malfunctioning device behind this adverse event. Root cause:based on the available information, no definitive root cause can be established. The periprosthetic fracture of the femur occurred shortly after primary cementless tha, likely related to bone weakening from surgery and rehabilitation. There is no indication that the device contributed to the event, nor is there evidence of any manufacturing issue.

Event description:
At about 1 months from the primary, the patient came in reporting pain due to a bone broken femur distal to the medacta stem. The patient did not report any trauma. The surgeon cabled the fracture and revised the stem and head. The surgery was completed successfully.